Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during inspection the allevyn gentle border lite multisite 8cm x 8.4cm silicone was offsetting to the back cover leaving the foam pad without silicone in various areas. It was a delay greater than 30min. The patient was not injured and the procedure was completed with a smith-nephew back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment, has been received and evaluated. A visual inspection confirmed silicone remained on the carrier. The functional evaluation confirmed reduced adherence, establishing a relationship with the reported event. The root cause was identified as a raw material issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event, with actions being taken to reduce further instances. This investigation is now complete. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.